Event description:
It was reported that the user experienced prolonged hyperglycemia after a supply change while using the ilet with a 23 in, 6 mm infusion set, with guidance provided to perform a full supply change and refill tubing. Investigation included technical troubleshooting and user education conducted by support. Further investigation of this case revealed no confirmed device malfunction and suggested possible infusion or supply-change related delivery issue that was resolved by repeating the supply change and priming. Symptoms included elevated blood glucose with a reported peak of 390 mg/dl over approximately eight hours, without ketone testing, back up therapy, medical intervention, or acute complications. Outcomes included temporary impact to blood glucose control with subsequent return to target range. It was concluded that the cause of the hyperglycemia was unclear and that the device was performing as expected following the agent assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.